Manufacturer narrative:
16 anesthesia sets basic were provided for investigation. During the visual inspection it was found that for one system the cuff (normally being part of the hose) which is the fitting between hose and connector was missing explaining the reported disconnection. As a connection of the hose without end piece is not easy to be done this failure can easily be detected during the assembly process in production. Correspondingly the manufacturing and inspection records of the lot affected were reviewed without finding any issue in conjunction with the identified failure. Finally, an exact root cause could not be determined to explain the detected deviation. A relevant leakage which cannot be compensated by the connected main device is detected and alarmed during the pre-use check and during use as reported for the specific case. Furthermore, a disconnection of the breathing circuit is directly recognizable for the user. As in the last 12 months no further similar case was reported this case was assessed to be a single failure.

Event description:
Please refer to the initial report.

Manufacturer narrative:
The investigation is still on-going. The results will be provided within a follow-up report.

Event description:
It was reported that the hose was coming off the connector mid case. The issue was picked up immediately. No injury reported.